Event description:
It was reported to medtronic minimed that the customer alleged crack on the back of the pump and random reboots with loss of information and loss of connection. The customer reported no adverse event. The event involved product mmt-1880. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1880.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using carelink. The unit was programmed with test transmitter link (3). No transmitter anomalies were noted. Pump pair device feature connection is working properly. Proceed by cutting unit open and performing a visual inspection of connectors and electronic stack. During deconstructive analysis, during visual inspection, moisture damage noted to electronic assembly. The following were noted during visual inspection: missing display window/cover, cracked case, scratched case, cracked case-corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked, and pillowing keypad overlay. In conclusion, customer allegations for transmitter anomalies were not confirmed during testing. Unit and transmitter communicated properly during testing. However, moisture damage noted. Customer concern of cosmetic damage was confirmed as cracked case-corner of belt clip rails, cracked case (battery tube), and battery tube threads - cracked was noted. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.